Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the broken fragment that fell into the patient. The broken fragment was retrieved and no patient harm was report. However, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted surgical procedure, a piece of the permanent cautery hook broke off inside the patient. The fragment was retrieved without patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. Has received the permanent cautery hook involved with this complaint and completed the device evaluation. Visual inspection was conducted and found the boss feature on the yaw pulley broken off. The known common cause of this failure is user mishandling/misuse. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. Based on the failure analysis, this MDR report is being retracted since the failure mode was due to misuse/mishandling and not due to a malfunction of the instrument.